Manufacturer narrative:
This cypher stent delivery system is distributed outside of the united states. However, it is similar to the united states cypher stent delivery system. Additional information will be submitted within thirty days upon receipt

Event description:
A report received from indonesia indicated that a patient experienced restenosis approximately thirty-seven months after a cypher stent was implanted proximal left anterior descending (lad). The event involved a male patient, (age unknown) who had come in for follow up examination. Coronary angiogram confirmed an in-stent restenosis. Patient's medical history is unknown.